Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug eluting stent, the stent deformed in vivo. During the procedure, severe vascular stenosis with calcification was observed. After positioning the guide catheter and guide wire, balloon dilation was performed. When preparing to implant the resolute onyx stent, resistance was encountered during insertion. Upon withdrawal, a burr was found on the stent due to the patient's calcified lesion. The device was inspected before use with no issues noted. The lesion was pre-dilated. Excessive force was not used during delivery. Another medtronic stent was then used instead with no issues noted, and the procedure was successfully completed. The patient was well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.